Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's implantable pulse generator (ipg) would be replaced due to a broken ipg header port plug. Surgical intervention planned, but not yet scheduled.

Event description:
Additional information received identified the patient's scs system generator was successfully replaced, and the reported issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The allegation that a port plug was stuck inside the header of the ipg was confirmed. As received, the ipg had a 1.3 inch section of a port plug stuck inside port 1-8. As received, the port plug could not be removed. Destructive analysis was performed to remove the port plug for further inspection. The fracture of the port plug is consistent with damage being caused by attempting to remove the port plug while the set screw is still fully engaged. The tooling and compression marks are consistent with efforts tried to retrieve the broken part of the port plug from the header port. The exact cause of the reported issue could not be conclusively determined. No issue found with the device history record review. The ipg was manufactured and tested according to the current manufacturing specifications, and passed all manufacturing test and visual inspection requirements.

Manufacturer narrative:
The device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.